Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited high impedance and loss of capture. The lead was no longer used and a new lead was implanted successfully. No patient symptoms were reported.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
(B)(4). Model number should have been 2088tc/65 rather than 2088tc/58.